Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and emi (electromagnetic interference)/noise. Additionally, analysis of the device memory indicated the right ventricular lead integrity alert triggered. The analyst noted that the rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes <(> <<)>220ms on (B)(6) 2015 there was evidence of emi noise oversensing noted during high rate-ns, vt-ns, and at/af episodes that occurred between (B)(6) 2015. Since the last session, the sic count went up 135 in 8.5 days, averaging around 16 sic per day. Concomitant product(s): 0181 boston scientific lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited suspected sensing of electromagnetic interference (emi). It was noted that the patient was in (B)(6) at the time of the emi source. The device remains in use. No patient complications have been reported as a result of this event.